Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous mid left anterior descending artery. The 2.5 x 15mm apex mr balloon catheter, used for predilation, was inflated to nominal pressure for 10 seconds. Upon the 2nd inflation at 12atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. An initial visual examination of the balloon could not identify any tears in the balloon material. However, during attempts to inflate the balloon a pinhole leak was identified. The pinhole was located at 4mm distal to the proximal makerband. An examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous mid left anterior descending artery. The 2.5 x 15mm apex mr balloon catheter, used for predilation, was inflated to nominal pressure for 10 seconds. Upon the 2nd inflation at 12atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.